Event description:
Information received indicates the right siderail will not stay up.

Manufacturer narrative:
The technician found the end tube was broken and missing rivets. The technician replaced the siderail end tube to repair the stretcher.